Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that when the patient got the device "hooked up" at implant they felt "a little jolt". The patient further clarified that "it jolted them a little". The patient stated that it wasn't enough to make him "jump off the bed". They stated that he guesses "it was off or something" and the nurse practitioner had to "turn it on or something". They state this occurred the last time they were in the hospital. No further complications were reported or anticipated with this event.